Event description:
It was reported that the patient was having her device replaced the friday after the report. The patient was ¿having trouble¿ and the battery was ¿almost worn out.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. (B)(4).